Manufacturer narrative:
H6: device codes - corrected.

Event description:
It was reported that a catheter issue occurred. The target lesion was located at the proximal segment of the right coronary artery and the left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was inserted and successfully crossed the lesion. However, upon withdrawal, it was discovered that the tip of the catheter had fractured, and it could no longer cross the lesion. The procedure was completed with another of same device. The patient condition remained stable following the procedure. It was further reported that the target lesion, which was 80% to 90% stenosed, was located in a moderately tortuous and severely calcified vessel. Additionally, it was confirmed that the device was just kinked.

Manufacturer narrative:
The device was returned for analysis. Kinks were observed in the sheath assembly during the visual inspection of the device. The microscopic inspection revealed that the guidewire exit port was damaged and stretched. During functional inspection, the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The target lesion was located at the proximal segment of the right coronary artery and the left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was inserted and successfully crossed the lesion. However, upon withdrawal, it was discovered that the tip of the catheter had fractured, and it could no longer cross the lesion. The procedure was completed with another of same device. The patient condition remained stable following the procedure. It was further reported that the target lesion, which was 80% to 90% stenosed, was located in a moderately tortuous and severely calcified vessel. Additionally, it was confirmed that the device was just kinked.

Event description:
It was reported that a catheter issue occurred. The target lesion was located at the proximal segment of the right coronary artery and the left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was inserted and successfully crossed the lesion. However, upon withdrawal, it was discovered that the tip of the catheter had fractured, and it could no longer cross the lesion. The procedure was completed with another of same device. The patient condition remained stable following the procedure.